Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jul 22, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was revision surgery with hardware removal was performed on (B)(6) 2017 due to a fractured condylar locking compression plate (lcp). The patient was initially implanted with the lcp, five (5) cortex screws and two (2) locking screws in the third metacarpal of the left hand on (B)(6) 2017. On an unknown date, x-rays were taken and it was discovered that the lcp plate had fractured. During the (B)(6) 2017 revision surgery the fractured lcp plate, five (5) cortex screws (intact) and two (2) locking screws (intact) were removed and the patient was revised with new, unknown implants. The revision surgery was successfully completed and the patient outcome was reportedly good. Reported concomitant devices: cortex screw (quantity: 5), locking screws (quantity: 2). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was completed for the returned subject device. Part not received in the original packaging: the part and lot number etched on product match to complaint system and DHR. The returned plate is broken at level of hole d. According to the complaint description condylar locking compression plate was revised due to plate breakage. The raw material used for this plate is article 60010272 / lot 15149. The raw material certificate has been reviewed. In the certificate it is reported that the material fulfils the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole d. The 6 holes closest (hole a-b-c-e-f-g) were re-inspected. The plate thickness and width were measured and found to be conforming to all specification. Since the shaft and the holes are manufactured in the same production step, using the same program and tools (repeated features) it is conclude that the returned plate was conforming to specification. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid from manufacturing point because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.